Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient reported getting a sensor failure. The patient could not recall the cgm reading prior to the sensor failure. The patient did not have any sensors to replace the failed sensor and she stated that after an unspecified number of hours she felt nauseous. She took a fingerstick which showed a bg reading of above 500 mg/dl. The patient said that she administered insulin via her pump and then she was taken to the hospital by her sister. At the hospital, they took a fingerstick which showed a bg of above 500 and tests showed that she was going into diabetic ketoacidosis (dka). The patient stated no other medication/treatment was given to her other than monitoring her glucose via fingersticks. She stayed at the hospital until the next morning (B)(6) 2026 and discharged around 6:00 am. It is unknown what time the patient arrived at the hospital or the duration of the time spent there. At the time of the report, the patient as doing fine. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be high counts aberration. No additional event or patient information is available.